Event description:
Spoke patient's sister stating patient's ms3 pump is malfunctioning and screen is just blinking (sn: (B)(4)). Because of this, medication was lost and pt only has 2 ml of medication left (approximately 38 hours left at pump rate of 0.052) using back up pump. Informed psr to set up pump and courier for remodulin. Informed sister that we will follow up with an eta. No other information provided. Dose or amount: 5 mg. Frequency: ud. Route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.